Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvfb1d4 ICD implanted: (B)(6) 2017; 6935m62 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of power on the controller. The patient reported two incidents of port two failing to recognize a charged battery. Both times were right after switching from ac power back to battery power. The second occurrence resulted in a double power disconnect. The battery was fully secured in the port at the time. Disconnecting and reconnecting the battery resulted in the controller recognizing the battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed three (3) controller power-ups with associated motor start events on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 at 12:46:14, 17:16:07 and 15:34:07 respectively. Several momentary disconnections were recorded leading up to the first loss of power on (B)(6) 2018. The controller was without power for 8 seconds, 9 seconds and 13 seconds respectively. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation was initiated to capture events involving the controller losing power as well as momentary disconnections.

Manufacturer narrative:
Correction: date of event this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.